Event description:
It was reported that four weeks after an anterior repair, the pt strained during a bowel movement and the implant stitches broke loose and the pt developed a hematoma. The pt was admitted to or where the hematoma was evacuated and the mesh was re-positioned and re-stitched. The pt had been taking percocets like candy and did not take her stool softeners properly. The repeat procedure went well and the pt was sent home on enemas. No further complications were reported.